Event description:
In additional information received on 10jun2020, it was reported that the lot number of the used device cannot be clarified, as the facility does not have the product. The leakage occurred between the PICC and the infusion line device (tube connection luer lock). The patient's death was due to cancer, and it is not believed that the device contributed to the death. The patient did not die at the hospital, but at home during the pandemic. A death certificate is not available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: b5 h6 - additional method code: h6 ¿ method code: (4114) device not returned. Investigation ¿ evaluation. On (B)(6) 2020 the hopital saint antoine reported a device failure involving a turbo-ject standard power injectable PICC line PICC, rpn upics-5.0-CT-nt-1110 from an unknown lot. The customer has stated that the product was destroyed, and the device belongs to lot 10106492 or 10086104. However, there is no conformation which lot the device belongs to. The care giver noted that the device was leaking between the purple hub and the tubing. The nurse stated that the patient was receiving an infusion of parenteral nutrition and during the rinsing before the infusion, the nurse noticed the leak. The facility reported that the catheter was not removed, and the infusion was completed using a peripheral catheter. The patient did not experience adverse events caused by this failure. Further communication with the user facility clarified that the patient expired due to cancer and not related to the complaint failure. This event was said to have occurred on (B)(6) 2020. A review of documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and trends of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that current versions of the manufacturing and quality inspection checks are in place to ensure functionality and device integrity prior to shipment. It can be concluded that the complaint device was inspected by quality control per current specification. A review of the device history record (DHR) for both potential lots 10106492 and 10086104 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with these lot numbers. Due to the search of finding no nonconformances related to this failure mode and no other related complaints, it is concluded that there is no evidence indicating that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325psi and the flow rate may not exceed the maximum flow rate indicated¿ catheter size ; maximum flow rate; injection pressure. Limit setting; 5 fr single lumen; 7 ml/sec ; 325 psi. Warnings: do not inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube based on the information provided, no returned product and the results of our investigation, a definitive conclusion could not be established. A potential factor that may have contributed to this failure is related to excessive stress applied to the extension tubing. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The lot number of the complaint device is unknown, but is either lot # 10106492 or lot # 10086104. (B)(6). Occupation: materiovigilance. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that there was a leak at the junction between the extension tubing and the purple hub of a turbo-ject standard power injectable PICC line PICC. The line was being used for infusion of parenteral nutrition on a patient undergoing treatment for cancer. The PICC line was initially placed on (B)(6) 2020 by radiologists. On (B)(6) 2020, the patient went to the oncology department for an infusion. As they were rinsing the line before infusion, the nurse noticed a leak between "the tubulure of the infusion set and the piccline." After the leak was noted, the PICC line was left in place and infusion was done using a peripheral catheter. The patient has since died due to complications from cancer. The PICC line was not recovered. Additional information regarding patient and event details has been requested but is currently unavailable.